Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and insulin injections were administered. During a pump system check air bubbles were observed in the infusion set tubing. The infusion set was changed out and insulin delivery was resumed.